Manufacturer narrative:
H10:the failure investigation reported the following conclusion, "this is in regards to the touch screen with the accusation of: philips received a complaint by the customer on the v60 indicating that the touchscreen was not working. The product investigation lab verified that the touch screen flex circuit failed for high and out of spec resistance readings that resulted in a touch screen misalignment issue. The high out of spec resistance results are the reason for the misalignment issue resulting in the touch screen accusation noted in the complaint.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-18244.

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not working. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The customer replaced the touchscreen to resolve the reported issue . The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required, at this time.